Manufacturer narrative:
An event regarding incorrect selection involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to pain. Surgeon reported he felt the stem was too small for the patient's anatomy. An accolade ii stem, biolox head, and neutral x3 liner were revised to a restoration modular stem construct, another biolox head, mdm metal liner, adm/ mdm poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.